Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer answered ob nurse call. Used for mother who is (B)(6); stopped temporarily for infection or possibly uti & loose bowel movements, too. May try to use again after infection resolves. Had warranty inquiry this nurse unable to answer, did provide customer service number for when he has time to call (background noise suggests he is at work). Branded & prompted survey. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared). It was unknown what medical intervention was provided for urinary tract infection.